Event description:
The customer reported that the system alarms during fluoro and needs to be re-booted for continued operation.

Manufacturer narrative:
(B) (4). The ge service rep reseated all pcb's in the system workstation to include communication node boards. He performed numerous and extensive operational tests with no problems noted. The system is operating as intended.